Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign object . Due to clogging, the water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . Due to clogging of nozzle, air supply volume does not meet the standard value. The reported issue of "poor water supply" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: due to a pinhole on channel tube (ch-tube), water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber (adhesive section) has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive around objective lens is peeled. Adhesives around light guide (lg) lens has white-clouded area. Connecting tube has a scratch. Switch 1 (sw1) has a scratch. The reprocessing information and foreign matter survey results obtained from the customer facility were noted below :: device was cleaned, sanititized and disinfected prior to sending the device for repair. Facility noted ¿no¿ not aware when the foreign matter adhered on the device. ¿ did not provided additional information. No further information provided. There is time lag between the end of clinical use and the start of pre-washing. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Immerse the device in the detergent solution- noted unknown. Brushed/wiped the air/water nozzle with clean lint-free cloths, brushes, sponges. Concerns on reprocessing- provided no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " poor water supply". The issue occurred during bedside washing after the case. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .